Manufacturer narrative:
(B)(6). Fabricant et.al. " staged bilateral total shoulder arthroplasty: improved outcomes with less than 6 months between surgeries" journal title. Reference journal article attached. 25, 1774¿1779. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by peter d. Fabricant, md, mph, christopher s. Chin, ba, brian m. Grawe, md, joshua s. Dines, md, edward v. Craig, mph, david m. Dines, md, at (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that one (1) patient required irrigation and débridement with component removal for hematogenous infection one (1) year postoperatively following staged bilateral total shoulder arthroplasty with less than six (6) months between surgeries. Attempts have been made to obtain additional information and further information is not available at this time